Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
Rp.014278 ¿ the dentist reported that 2 months after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. The patient presented bone type ii and 45 ncm of primary stability was achieved.